Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the infusion set does not adhere. The customer's blood glucose reading was 400 mg/dl at the time of incident. Customer declined all troubleshooting. No further details provided.